Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5/6 was not confirmed due to a lack of sample. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's investigation. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
Baxter received a report from a doctor regarding a system error 2240 that occurred during the patient's therapy, in dwell cycle 5 of 6. The sample was not available. No injury or medical intervention was reported.